Event description:
Rayner intraocular lenses ltd received notification from the (B)(6) of an event that occurred following the implantation of a superflex 620h intraocular lens in the os eye. The event description provided indicates that opacification occurred following descemet's stripping automated endothelial keratoplasty (dsaek) surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses ltd. On (B)(6) 2012, the healthcare professional explanted the superflex 620h intraocular lens. The healthcare facility took microscope photos of the lens following explantation. The pictures show granular type deposits in the pupil area on the anterior iol surface. The superflex 620h intraocular lens subject to this report has been sent to a third party independent testing facility for analysis. The results of this analysis will be documented in a supplementary report. The pt has had repeat bilateral ocular surgical trauma, with ocular inflammation over a prolonged period of time. The healthcare professional postulated that perhaps the combination of environmental conditions, multiple surgical procedures, and pt health could be causative factors.